Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2023-02322.

Event description:
Per the clinic, the patient experienced an infection at abutment site (specific date not reported). There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.